Event description:
It was reported via facility medwatch (mw509503) that during an implant procedure, the lead tip broke off into the epidural space. The lead was explanted and will not be returned. No further information could be obtained.